Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was evaluated in the field and the issue was confirmed; the device had a broken/damaged component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the cot tipped. 1 event had a patient who experienced an abrasion, pain and swelling; another event had a patient who did not experience adverse consequences.